Event description:
Hospital personnel were attending to a pt, condition unk. Allegedly external pacing was attempted and the operator could not get capture at maximum current setting. There were no adverse effects to the pt reported as a result of the alleged malfunction.